Manufacturer narrative:
(B)(4). Batch # m9241d. The device was returned with the upper jaw detached returned. The device was connected to the generator and it was recognized. Because the jaw was detached not all functional testing could be performed with the generator. A probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information is unavailable; device not returned. No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Batch #unk. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch.

Event description:
It was reported that during a laparoscopic sigmoid colon resection and, while working on heavy tissue, the clamp arm broke off and fell into the patient. The pieces were removed from the patient with graspers, visually through the scope, out through the trocar. A second instrument was used to complete the procedure with no consequence to the patient.